Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date approximately 18 months earlier. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The sales consultant reported a revision surgery due to a non union. The original implant date was approximately 18 months ago on an unknown date. The revision procedure was successfully completed. The hardware was removed with no complications. The aware date is being reported as (B)(6) 2013, the date reported, for reporting purposes only. If the actual aware date becomes available we will update accordingly. No additional information was provided. This is report 4 of 8 for complaint (B)(4).